Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with external insulation abrasions 12.0 to 12.2 cm and 12.6 to 12.8 cm from the distal tip. The etfe and ptfe coatings were intact in these regions. The cause of the external abrasions was consistent with friction to another device or feature of patient anatomy. Internal abrasions were noted at 9.5 to 10.5 cm and 30.0 to 31.2 cm from the distal tip. The ptfe and etfe coatings were intact in these locations.

Event description:
This report is to advise of an event observed during analysis.